Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms. No changes were made and the ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurement of greater than 125 ohms. No changes were made and the ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the crt-d continued to exhibit high out of range shock measurements. The patient was brought in for testing, and a commanded shock was delivered to test the integrity of the system. The shock was successful and no further changes were made. The crt-d remains in service. No additional adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.